Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 22 mg/dl and 294 mg/dl. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty drum was returned.